Event description:
It was reported that in 2008, capture on the ventricular lead was 1.25 v at 0.4 ms with 277 ohms impedance. The patient was having pocket stimulation, which was resolved by switching to a bipolar pacing mode. At that time, the threshold rose slightly. At about six months later, impedance was 672 ohms with a capture threshold of 3.25 v at 0.8 ms. A chest x-ray revealed clavicular crush. The physician recommended lead replacement, but the patient declined to schedule.

Manufacturer narrative:
Na